Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an inpact admiral balloon catheter however the balloon burst or leaked. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device was returned with the tray. The red protection was still loaded on the balloon. No issue was noted. During the technical analysis a 0.035¿ guidewire was successfully advanced through the device. The red protection was removed and blood was found on the balloon which was still folded. Purging was performed which revealed a leak. An inflation attempt was made showing leaks in three points of the balloon. The balloon was observed under the microscope and three cuts on the balloon surface were detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event occurred during device preparation, prior to insertion into the introducer sheath. If information is provided in the future, a supplemental report will be issued.